Manufacturer narrative:
Unit passed displacement test and self-test. No missing segments/partial display noted during testing. Unit functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call pump is flashing and alarming after pump being on sleep mode. The customer's blood glucose levels are unknown during the time of incident. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced and request has been submitted to local office.